Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to duplicate the problem, the supercaps were in good working condition. It was noted that one bail and bail cover were missing, the attachment ring was bent, and one bail cover was cracked. (B)(4).

Event description:
It was reported that the internal battery had a failure and the device switches off immediately when changing the battery. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.